Manufacturer narrative:
Product analysis: balloon folds were open and residue was visible in the balloon indicating that the device was previously inflated. The transition shaft was severely stretched immediately proximal to the exchange joint. A 0.015 inch patency mandrel was inserted into the exchange joint through the inner lumen with no resistance noted.

Manufacturer narrative:
(B)(4).

Event description:
The physician was using a euphora balloon to treat an excessively calcified lcx lesion (#11 and # 13) exhibiting 100% stenosis with no vessel tortuosity. There was no anomalous resistance during removal of the protective device. Preparatory work was carried out on the device. Negative pressure was applied. No resistance was felt passing the euphora device through the lesion site. Pre-dilation had not been performed. After the device passed through, inflation was preformed several times at nominal pressure. Ivus could not pass through the lesion sites, and inflation was again carried out at rated burst pressure (rbp). Neither the guidewire nor the ivus could pass through the lesion sites, and treatment of the lesion was abandoned. Inflation was again performed with the euphora balloon at lcx#13. Resistance was encountered during removal of the device from the guide catheter. It was reported that the shaft of the proximal side of the balloon bond was unexpectedly extended and resulted in a tear in the device. The physician stopped using the relevant device and used a new euphora balloon catheter to complete the procedure. No resistance had been was felt with the mating device during delivery. There was no adverse event to the patient.